Manufacturer narrative:
Model number/catalog number: sc-3138-35, serial number: (B)(4), batch/lot number: 7003606, model/catalog description: lead extension kit 35 cm.

Event description:
A report was received that the patient was experiencing discomfort at the extension pocket site. The patient underwent a revision procedure and was doing well postoperatively.